Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported the sales representative noticed upon receipt, the mesh was not the correct color to indicate the accurate size of the mesh. There was no associated procedure and no adverse events reported.

Manufacturer narrative:
The reported event of a labeling failure is not confirmed, but a manufacturing problem tied to a previous manufacturing step was identified. The root cause can be determined to be a manufacturing related issue.

Event description:
It was reported the sales representative noticed upon receipt, the mesh was not the correct color to indicate the accurate size of the mesh. There was no associated procedure and no adverse events reported.